Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: added 2nd stylet. Evaluation summary: no anomalies found on both stylets.

Event description:
It was reported during the implant procedure that 2 of the stylets did not maintain the "j" shape once passed through the lead, making atrial lead placement difficult. Another stylet was utilized and the case completed successfully. No patient complications were reported as a result of this issue.